Manufacturer narrative:
The device was returned and an evaluation confirmed the complaint. The main circuit board required replacement to address the issue. The customer declined repair of the device. The device was scrapped. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had a power source detection issue. There was no patient harm or serious injury reported as a result of this incident.